Manufacturer narrative:
The device was not returned for evaluation as the device was discarded. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends. If information is provided in the future, a supplemental report will be issued.

Event description:
Nurse called to report that a patient post-op, upon ultrasound, showed inflammation around the vein with a slight drainage from the access site after receiving the venclose ablation procedure. The drainage was cultured and the results was (B)(6) the patient was given steroids for the inflammation and antibiotic for the (B)(6). The vein was closed on the returned ultrasound and no other incidents were reported. The device was discarded as there were no device issues during the procedure.